Event description:
In 2006, iontophoresis for about 2 minutes to volar hand, parameters=2.8 ma, dosage 40 mttim. Pt reported burning, turn machine off and removed electrode, pt with blister and red skin, observed defect of electrode. Skin integrity improved by >75% within 10 minutes via ot/pt observation.